Event description:
The caller reported experiencing several occlusion alarms with their insulin pump, specifically alarm 2 and alarm 26. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The technical support team provided instructions to mitigate the occlusion issue, including techniques for disconnecting and reconnecting the tubing, delivering controlled boluses, and finally replacing pump supplies which successfully resolved the alarms.